Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event with infusion set on (B)(6) 2024. The blockage was located at the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.